Manufacturer narrative:
Follow-up # 1 ¿ (08/13/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/reporter contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue occurred on (B)(6) 2014 while she was in the hospital. The patient claimed that before the issue began, she was experiencing symptoms of ¿blurred vision¿ at an unknown time. The patient manages her diabetes with insulin through pump therapy. At approximately 9:10pm the patient tested on the subject meter and observed a reading of ¿155 mg/dl¿ and tested on a (B)(6) hospital meter within 30 minutes and reported a reading of ¿102mg/dl.¿ based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. No form of treatment was administered at this time. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. A control solution test was not performed because the patient did not have any control solution. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and no form of medical intervention was required. However, this complaint is being reported because the alleged subject meter did not meet lfs¿ criteria for accuracy.